Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) was completed. The monitor and electrode belt were both fully functional upon receipt. Monitor sn (B)(4): 10/2006 (reuse). Electrode belts sn (B)(4): 06/2008 (reuse).

Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A zoll account coordinator contacted zoll customer support to report that a (B)(6) female pt passed away on (B)(6) 2009. Prior to the pt's passing, the pt received a defibrillation at 00:07:17 on (B)(6) 2009. Atrial fibrillation with aberrant condition contributed to the false detection. The response buttons were not pressed during the entire event. The pt was taken to the hospital where she passed away later that day. The pt was not wearing the lifevest at time of death.